Manufacturer narrative:
No malfunction was reported, and product was not returned.

Event description:
Patient underwent rf ablation of the right greater saphenous vein for two incompetent right leg perforators below the knee. One perforator was located 16cm above the medial malleolus and posterior on the calf. The other perforator was located 19cm above the medial malleolus and medial on the calf. An ultrasound was performed, which detected a deep vein thrombus. The patient was perscribed lovenox and coumadin to be taken for 3 months.